Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient notified their managing physician about the ¿device not wo rking¿; however ¿the device started working on its own the next day¿. It was noted the device would not give a bolus and would give an error message. The issue started on (B)(6) 2016 and was ¿fixed the next day¿. It was unknown what circumstances led to the event and the patient did not experience any symptoms. It was noted the patient ¿tried again the next day and the device worked¿. The issue had been resolved.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for an unknown indication for use. It was reported the device was not working. No further information was provided at the time of the report, however follow-up was conducted for further event details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.